Event description:
A caller reported that the customer obtained an "incompatible sensor" message upon scanning the adc device. The customer felt hypoglycemic and was transferred to the hospital where he received unspecified treatment. No additional information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. The sensor kit expiration date is 28-feb-2019. The medical event associated with this complaint occurred on (B)(6) 2022 which indicates usage of the device beyond the useful lifespan. No additional investigation is required as the sensor was expired at the time of use, and the device met its specification lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date of event is unknown. The date entered is per the customer's report of "last week" [from the awareness date of the event]. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.